Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "a patient was brought to the emergency department on (B)(6) 2019, 1 day after the 'white top came off of his mickey tube.' Doctor states 'the white top came off while the home health care nurse was trying to insert the patient's feeding.' Doctor stated the nurse was unable to re-attach the feeding port and could not get any nourishment to the patient. Upon arrival to the ER [emergency room] the tube was deflated, removed, and another tube placed without difficulty. Patient was not injured as a result of incident but did require admission to the hospital due to dehydration."